Manufacturer narrative:
Ppae/cardiac arrest/heart block: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D4: updated per a review of the complaint file.

Manufacturer narrative:
A: added patient information.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A publication was reviewed that details an impella cp support for a 63 year old female with a history of the congenital heart condition of tetralogy of fallot, and corrective surgery in 1979. She had a second surgery for the residual defect, tricuspid valve, and maze procedure in 2004. She had a third surgery for the pulmonary vein and persistent atrial fibrillation in 2019. The patient was newly found to be suffering from acute cardiac decompensation. The team placed the cp pump to provide hemodynamic support and prepare the patient for percutaneous pulmonary valve replacement (ppvi). The patient suffered from bleeding/epistaxis during the cp support. As the pump was being explanted the patient suffered from transient complete heart block with cardiac arrest. CPR was successful and the patient survived the pump explant. Anticoagulation necessary for the pump placement and support can contribute to bleeding, such as the epistaxis.